Manufacturer narrative:
Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that a patient reported one of her cadd cassettes 100ml with flow stop started steady beeping then no disposable alarm, then steady beeping again on both pumps. Patient changed to new cassette to solve alarm. No patient injury was reported.

Manufacturer narrative:
, Corrected data: d1: correction: brand name: cadd